Manufacturer narrative:
(B)(4). (B)(4). Information not provided by the initial contact.information unavailable, device not returned for analysis.

Event description:
It was reported post implant of a realize adjustable band, the patient presented to the emergency room with abdominal pain. An upper gi was performed which the radiologist read to be normal. The surgeon performed a laparotomy and there was fluid in the upper abdomen. During the procedure, an endoscopy was done to determine early signs of erosion or a perforation in the stomach however there was no erosion or perforation present. The origin of the abdominal fluid is unknown. However, the fluid accumulation may have resulted from the placement of the plication sutures during the stomach wrap. The band and port were explanted.